Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The unit clerk reported via phone call that the customer was at the hospital due to hyperlipidemia on (B)(6) 2016. Customer's blood glucose was 443 mg/dl at the time of the emergency room visit. Customer was still in the hospital and was wearing the pump at the time of the visit. Customer stated that she woke up feeling really sick and was throwing up. Customer stated that she treated with a bolus, manual injection, and changed out the infusion set but it was not helping. Customer stated that her blood glucose went down when she took a shot, but it went back up when she resumed use of the pump. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer's current blood glucose is 159 mg/dl. Customer stated that she was vomiting, unable to breathe, had aching legs, and her chest was hurting at the time. Customer stated that the pump had been moved after 2 hours of admission to the hospital. Customer had diabetic ketoacidosis and was put on an IV drip.